Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. As the md was inserting the peel-away sheath, fluoroscopy was not used and the md met a lot of resistance. Once the md visualized the sheath on fluoroscopy imaging, the physician saw the sheath tip doubled back on itself. The sheath was pulled back, advanced the stiff wire further into the artery, and then advanced the peel away into the artery with ease. There was no patient harm.

Manufacturer narrative:
The investigation into the thrombus issue has been completed. The device was not returned for benchtop investigation. Per the clinical information provided, the root cause of the introducer damage issue was an introducer sheath kink due to patient¿s difficult vasculature (femoral artery).